Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) 3.5cm cuff removed on (B)(6) 2018 due to urinary retention. A 4.0cm cuff was implanted and the retention was resolved.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) 3.5cm cuff removed on (B)(6) 2018 due to urinary retention. A 4.0cm cuff was implanted and the retention was resolved.